Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2024, it was reported by a sales representative via sems-(B)(4) that an ar-12990 knee scorpion¿ had a needle break inside the shaft and was unable to squeeze. This occurred during a case, they loaded the scorpion needle onto the shaft for the first time. The needle broke inside the shaft and the handle was unable to be squeezed to deploy the needle. The case continued using another ar-12990 hand instrument, and there was no patient effect. The broken needle remains stuck inside the scorpion's distal tip.

Manufacturer narrative:
The complaint allegation is confirmed. However, the out-of-box allegation cannot be confirmed due to the lack of pictures of the device inside the sealed package. One unpackaged ar-12990 knee scorpion batch number: 15279636 was received for investigation. Visual inspection noted that a fragment of a needle was visible from the suture slot of the ar-12990 knee scorpion. Functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.